Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence due to atrophy of the urethra. The physician did not believe that the atrophy was caused by the device. The aus was explanted and replaced with a new system. No further patient complications were reported.